Manufacturer narrative:
Additional patient code: (B)(4). Product identification records for the alleged gore device "was" not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® bio-a® tissue reinforcement instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® bio-a® tissue reinforcement instructions for use also states: ¿the gore® bio-a® tissue reinforcement is used to reinforce soft tissue during the phases of wound healing by filling soft-tissue deficits.¿ ¿when used for hernia repair, it is recommended that gore® bio-a® tissue reinforcement be used as a suture-line reinforcement.¿

Event description:
It was reported to gore that the patient underwent laparoscopic parastomal hernia repair on (B)(6) 2017 whereby a ¿bio-a mesh¿ was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby explant of the gore device was performed. The following was reported: ¿she was implanted with a bio-a-mesh (9 cm x 15 cm) on (B)(6) 2017. On (B)(6) 2017 the staples were removed after the wound was evaluated and found to be healed. On (B)(6) 2017, she walked out her front door and her stomach burst open creating a large [hole] from which her intestine protruded. She grabbed her intestine and stuffed them back in her wound and collapsed to the ground. "He" neighbor (B)(6) saw this and called 911. She was taken to the hospital by ambulance. She has a wound vac placed and two days later she underwent open surgery. The gore mesh was found to have "failed" by failing to incorporate and absorbing [too] early. This caused "abdominal evisceration" and protruding intestine to occur. The bowel was noted as injured and required repair.¿ the complaint states: ¿closure was made with sutures on (B)(6) but the patient required further hernia mesh repair on (B)(6) 2017. She was not discharged until (B)(6) 2017, which was 28 days hospitalized. She was discharged to home health care and developed a (B)(6) infection. This had significant drainage, and she required approximately 6 months of home health care [of] the wound and the (B)(6) infection. She also broke her hip when she fell at home due to weakness and difficulty walking from the mesh complications.¿ the complaint continues: ¿she has also suffered significant disfigurement from the failed mesh. This includes a massive indentation in the middle of her stomach where the hole burst open and loose and malformed tissue in her abdomen. During the approximate 6 month wound care period, she could not move from her chair or bed very well. She could not help around the house, enjoy her normal activities, or have sexual relations with her spouse. Kaiser will have a very large medical lien.¿ it was reported the patient alleges the following product deficiencies: mesh failure, and failed to incorporate and absorbed too fast. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: medical history notes indicate mrsa carrier (¿noted ¿ resolved¿ states (B)(6)2017 to present). Records detailing the mrsa infection from (B)(6)2017 were not provided. Records prior to (B)(6)2017, including records for the open subtotal colectomy and ileostomy were not provided. Operative records dated (B)(6)2017 state the patient underwent ¿laparoscopic ileostomy closure with open incisional and parastomal hernia repairs.¿ postoperative diagnosis states: ¿presence of ileostomy, incisional and parastomal hernias.¿ the records state: ¿patient is a 76- year-old female who underwent prior open subtotal colectomy for ischemic colitis. Patient has recovered at this time and has elected to undergo reconnection. Patient is noted to have a parastomal hernia and in addition, she has a low midline incisional hernia.¿ the (B)(6)2017 operative report states: ¿a left upper quadrant 5 mm incision was made and a veress needle was inserted. Pneumoperitoneurn was created. An optiview was then used to enter the abdomen. No evidence of intraabdominal organ injury upon entry. There was 1 minor adhesion to the anterior abdominal wall. Then right lower quadrant, right upper quadrant and left lower quadrant 5 mm ports were placed under direct visualization. The one adhesion was taken down. The umbilical port was then placed. There were no small bowel adhesions noted. The sigmoid colon was almost entirely left behind and minimal mobilization to its lateral attachments was performed. Flexible sigmoidoscopy was performed up to the staple line. The proximal staple line area looked pale and was partially contracted probably from disuse. Attempts to pass an eea anvil up to this point were unsuccessful. Therefore, it was opted not to do an end-to-end anastomosis and we would do a side-to-side.¿ the (B)(6)2017 operative records continue: ¿a low midline incision was made through her prior scar. Subcutaneous tissue was divided. Hernia sac was then entered. The sigmoid col on was then externalized. A mesenteric window was created and the bowel was transected. Remaining mesentery was transected. Approximately 10 cm of sigmoid colon was removed and passed off the field. The small bowel was then freed up from its intraabdominal adhesions. A skin incision was made around the ileostomy and subcutaneous was divided down to the fascia. The fascia was freed up. The ileostomy was then dropped back into the belly and brought out. The distal 8 cm of small bowel was divided using a gia purple stapler. The remaining mesentery was divided with ligasure. The bowel was then aligned. Two enterotomies were made and an anastomosis was created with the sigmoid colon using a gia purple 60 stapler x 2. The remaining enterotomy was then closed using a ta 90 stapler. The dirty instruments and blue towels were removed from the field and our gloves were changed. The ileostomy was sent permanent to pathology.¿ the (B)(6)2017 records state: ¿the staple line was then oversewn with interrupted 3-0 silk lembert sutures. The mesenteric defect was closed with a running 3-0 silk suture. The abdomen and pelvis was irrigated and suctioned out. No evidence of bleeding was noted. The anterior and posterior rectus fascia was identified and dissected out. The retrorectus space was then further opened up and defined. The posterior fascia of the ileostomy site was closed with a running 0 vicryl suture. The posterior fascia was then closed with running 0 vicryl sutures. A 9 cm x 15 cm bio-a mesh was then fashioned and placed in the retrorectus space .¿ the (B)(6)2017 operative report states: ¿the wound was then irrigated and suctioned out. A drain was placed through the left lower quadrant 5 mm port site, placed in the retrorectus space and secured in place with a drain stitch. The anterior fascia was then closed with running #1 looped maxon sutures. A 15 blake drain was placed in the subcutaneous space and brought out through the right lower quadrant 5 mm port site. The skin was then closed using surgical staples. The stoma site was closed with circumferential 3- 0 vicryl sutures over a penrose drain. The remaining two 5 mm port sites were closed with subcuticular sutures. The wounds were then cleaned, steri- strips placed and sterile dressings placed.¿ product identification records for the ¿9 cm x 15 cm bio-a mesh¿ were not provided. A pathology report dated (B)(6)2017 regarding specimens collected (B)(6)2017 states: ¿clinical history: history of ischemia colitis. Gross description: a. The specimen consists of 1 piece of bowel with skin on the other aspect of the specimen, consistent with ileostomy site. The specimen measures 6.1 x 2 .6 x 2.3 cm. Opening of the specimen shows greenish-pink mucosa without any masses or focal lesions.¿ ¿b. The specimen consists of 1 piece of pink-tan resected portion of bowel, measuring 10.2 cm in length and ranging from 1.9 up to 2.1 cm in diameter. Small amount of adipose tissue is attached to the surface. Opening of the bowel shows pink-tan mucosa without any masses or focal lesions. Occasional diverticula cannot be ruled out.¿ final diagnoses from the (B)(6)2017 pathology report states: ¿a. 1. Ileostomy closure, ileostomy site: benign small bowel tissue with connection to skin, consistent with ileostomy site. 2. Areas of mild chronic inflammation with reactive changes. 3. No ischemic changes, dysplasia or malignancy detected.¿ ¿b. 1. Benign colonic tissue with no significant pathologic change. 2. Negative for dysplasia, malignancy or ischemic colitis.¿ records between (B)(6)2017 and (B)(6)2017 were not provided. Operative records dated (B)(6)2017 state the patient underwent ¿exploratory laparotomy, repair of small bowel enterotomy, repair of small bowel seromuscular tears and closure of abdominal wall with retention sutures.¿ postoperative diagnosis states: ¿status post ileostomy reversal and ventral hernia repair with biologic mesh now with abdominal evisceration presented to the emergency department.¿ ¿the patient is a 76-year-old female who presented to emergency department irvine with abdominal evisceration with small bowel presenting externally. The patient says she was having ileus type symptoms . The patient is status post exploratory laparotomy for ileostomy reversal and retrorectus ventral incisional hernia repair with biologic mesh on (B)(6)1.¿ records for the emergency department visit were not provided. The (B)(6)2017 records describe the following: ¿the patient was already on therapeutic antibiotics from the emergency room. Patient's abdomen was explored. The previous biologic mesh was partially incorporated and otherwise dissolved . The stitches were removed from the peritoneal and fascial layers. The bowel was inspected, the bowel was found to be erythematous and from the loops that were external. There were some adhesions within the abdomen and all the bowel was eviscerated in order to inspect from the ligament of treitz to the ileorectal anastomosis. During this process, the bowel was incredibly fragile due to the inflammatory nature of the bowel and 2 seromuscular dissections were repaired using 3-0 vicryl interrupted sutures. One loop of bowel which was in the proximal ileum had sustained an enterotomy the contamination was controlled. The injury was closed using 3- 0 vicryl in continuous running fashion followed by interrupted 3- 0 lembert sutures.¿ the (B)(6)2017 operative report continues: ¿there were no necrotic areas of bowel. The bowel was found to be very distended as well as distended as well from her ileus. No intraabdominal abscesses were identified. The abdominal fascia was found to be dehisced on exploration and most likely there was a subcutaneous and fascial infection which prompted the dehiscence as well as the patient¿s straining on the toilet and also her frailty . The bowel was then milked retrograde fashion in order to be able to close the abdomen as her bowel was very distended. The abdomen was copiously irrigated with warm normal saline. The abdomen was then closed using #2 nylon retention sutures x 5 along the length of her midline incision. The abdomen fascia was also closed in an interrupted figure - of- eight fashion with #1 vicryl sutures. Subcutaneous layer was also irrigated, it was left open. It was packed with kerlix gauze.¿ operative records dated (B)(6)2017 state the patient underwent ¿exploratory laparotomy, abdominal closure with biologic strattice mesh, wound vac placement.¿ postoperative diagnosis states: ¿controlled abdominal dehiscence, history of abdominal evisceration of bowel.¿ ¿the patient is a 76-year- old female with a history of abdominal evisceration status post ileostomy reversal at kaiser riverside. Her abdominal wall was then repaired here at irvine with abdominal retention sutures. During her inpatient stay her sutures began to pull through her weak tissues end had a controlled dehiscence . This dehiscence worsened and her bowel was exposed behind the fascial sutures and retention sutures. Therefore, at this point we made a decision to go back to the operating room for repair with biologic mesh.¿ records detailing the patient¿s inpatient hospital stay were not provided. The (B)(6)2017 operative report states: ¿the loose fascial sutures that were present were removed with heavy scissors. The inferior 25% of the midline wound was found to be intact and healing appropriately. Therefore, these were not removed. Strattice mesh was then selected. The fascial opening was 15 x 6 cm length x width. We then created at least a 4 cm overlap circumferentially with the mesh and the fascia in an underlay fashion. The subcutaneous flaps were created circumferentially and then used #1 maxon sutures to create interrupted sutures circumferentially between the fascia and the strattice mesh. Following this, we were satisfied with there being no large gaps between the sutures. We then approximated the fascial edges that could be easily approximated with #1 vicryls. A white wound vac sponge was placed over the mesh followed by a black sponge in the subcutaneous space. Wound vac plastic was then applied and attached to the vac machine with 75 mmhg continuous low intensity. Patient tolerated procedure well. Patient was taken to recovery in stable condition. The retention sutures did create skin wounds under each of the retention suture sites with some skin necrosis.¿ the records state a strattice mesh (non-gore device) was implanted during the procedure. Records dated (B)(6)2017 state wound care was performed during a home visit . ¿periwound with open wounds to both sides of midline wound where retention sutures were. One noted a deep full-thickness open wound to left side of mid line wound that extends to main wound.¿ ¿treatment goal: lower bioburden, wound protection, and moist wound healing. Optimize nutrition for wound healing - patient/family educated and verbalized understanding.¿ ¿right posterior and left posterior [lower] leg with trauma wound, [patient] declined [change] today with rn visit, report will have rn [change] dressing on next sn visit. May [cleansed] with ns/wound cleanser, then skin prep periwound, foam border [dressing] 2 x a week and as needed.¿ records dated (B)(6)2017 state a home visit was performed. ¿patient [complains of] pain 0 to 2/10 abdominal region (due to surgery) and pain increases to 4 /10 with exercises and movements and ambulation. She states that she takes pain medication and this level of pain is acceptable to her, per patient.¿ recheck of the wound states: ¿drainage amount: 200ml in canister. Drainage description: serosanguinous. Wound description: full thickness abdominal wound with mixed wound bed of approx 60% pink granulation tissue, and 40% yellow slough to wound bed, undermining to 8-10 o'clock, there are intact sutures to base of wound. Old retention suture site noted with open wound sites, pink wound bases with the exception of most distal r lower abdominal old retention site, area noted with yellow slough to area, periwound skin is dry and intact.¿ the (B)(6)2017 records also indicate the patient¿s leg wounds were rechecked. ¿wound description: l posterior calf wound presents as a skin tear with a well approximated skin flap intact, surrounding skin intact however bruising to area. No sign or symptom of infection.¿ ¿r posterior calf with [superficial] wound bed 100% pink, bruising noted to periwound skin intact, no sign or symptom of infection.¿ home visit records dated (B)(6)2017 state: ¿patient presents severe [edema] both legs and feet and now with [complaints of] of both legs pain which have been limiting her mobility and [ambulation] and [doing] the exercises, per patient, and now [complains of] having pain 4/10 both legs while standing or ambulating or doing the exercises otherwise pain decreases to 2/10 while in bed or sitting in chair. [She] was advised to [elevate] both legs above heart level, get up every 2 hours and walk around and avoid sitting more than 2 hours in chair in order to control pain.¿ home visit records dated (B)(6)2017 state: ¿[lengthy] snv for wound vac dressing change to large full thickness abdominal wound, and retention suture sites. Vac canister is requiring changing at each dressing change due to large exudate level, 200-250ml creamy serosanguinous drainage. L calf circumference measures 37.5cm, edema is improved as l calf measured 40cm (B)(6). R calf circumference measures 43.5cm, measurements on (B)(6) was 42cm, edema is increased to r calf. Patient's pain is improved and controlled with tramadol prn.¿ home visit records dated (B)(6)2018 state: ¿lengthy snv for wound vac dressing change to large full thickness surgical abdominal wound, vac canister needs changing at every nurse visit thus far, 250-275ml full of creamy serosanguinous drainage in canister. 3 of the 6 retention suture wound sites are now healed. Bilateral posterior calf wounds healing slowly. Skin to calf areas is very tender to touch. Pain managed with tramadol. Patient doing well.¿ home visit records dated (B)(6)2018 state: ¿abdominal surgical wound responding well to wound vac therapy as evidenced by increased granulation tissue.¿ ¿no sign or symptom of infection noted.¿ home visit records dated (B)(6)2018 state: ¿abdominal surgical wound measurements not changed, however area of undermining is filling in and becoming more shallow. Wound to r posterior calf slough and wound drainage has increased significantly. Now with100% slough, periwound skin with purplish discoloration, no sign or symptom of infection. Patients skin to surrounding area is very tender to touch. Bilateral lower extremity and dorsal pedal edema.¿ home visit records dated (B)(6)2018 state: ¿r posterior calf with [superficial] wound bed 100% slough, periwound skin with purplish discoloration with intact. New onset erythema. Temp 100.6. Skin to surrounding area is very tender to touch. Bilateral lower extremity and dorsal pedal edema. Slough to wound bed and wound drainage has increased significantly. Rle red, warm and tender to touch. Temp 100. Heavy drainage. Patient to ER for evaluation possible cellulitis.¿ home visit records dated (B)(6)2018 state: ¿patient present progress with her mobility, transfers and ambulation comparing last week when she was having pain in both legs and elevated temperature due to cellulitis right leg.¿ home visit records dated (B)(6)2018 state: ¿erythema [right lower extremity] [improved]. Continues to have heavy clear drainage [bilateral] lower extremities r>l. Abdominal wound decreasing in size.¿ home visit records dated (B)(6)2018 state: ¿patient has persistent 3+ edema to bilateral lower extremities. Wounds to lower extremities draining copious amounts of serous drainage. No purulence, no overt signs of infection noted. Patient requiring daily wound care, possibly twice daily due to heavy wound exudate. Patient often removes [left lower extremity] dressing prior to nurse arrival because they become saturated, slip off and may cause her to trip. Despite explanation patient declines surginette or tubigrip which may help keep dressings in place.¿ home visit records dated (B)(6)2018 state: ¿patient persists with copious amounts of serous drainage from bilateral edematous lower extremities and often has wounds open to air on sn arrival due to dressing being saturated and uncomfortable. Her recliner is stained with wound drainage. Pt declines any compression to help reduce edema, as she says she cannot tolerate any compression. Instructed patient on the importance of le elevation as much as possible.¿ home visit records dated (B)(6)2018 state: ¿patient has persistent heavy serous drainage from bilateral lower [extremities]. Patient often has removed dressing prior to nurse's arrival "because they are soaking wet". Patient sitting in recliner with leg wounds open to air, draining onto recliner chair. Previous visits, requested patient to have a family member or friend that visits to re-wrap wounds to help keep covered and prevent infection. Requested patient to use a chux pad under [her] legs to prevent soiling recliner chair. Patient says she doesn't want to bother anyone and she is okay with drainage leaking onto her recliner.¿ home visit records dated (B)(6)2018 state: ¿[abdominal] wound is contracting nicely: low [extremity] ulcers slight improved with [left lower extremity] draining large amount [serous fluid] daily-no sign infection.¿ home visit records dated (B)(6)2018 state: ¿bilateral [lower extremity] wounds progressing towards healing goals as evidence by decreased drainage, and [bilateral lower extremity] edema much improved, trace edema noted bilaterally.¿ home visit records dated (B)(6)2018 state: ¿all wounds are healed except abdominal wound.¿ ¿abdominal wound is progressing towards healing.¿ home visit records dated (B)(6)2018 state: ¿patient started antibiotic on (B)(6)18 for wound infection. Doxycylin 100 mg 1 tab bid x 10 days. Purpose: treat bacterial infection.¿ home visit records dated (B)(6)2018 state: ¿abdominal wound progressing towards healing as evidenced by decreased wound measurements and low wound exudate level. Patient voiced complaints of puffy abdomen to right and left sides of wound which make sleeping on her side uncomfortable.¿ home visit notes dated (B)(6)2018 include the following note: ¿positive mrsa culture (B)(6)2018 ¿ present.¿ ¿(B)(6)18 skin. Patient will require contact isolation for active infection. Active infection is defined as receiving treatment for mrsa/vre or has an oozing wound. Isolation for history and colonization of mrsa/vre is no longer required.¿ further details and records regarding the ¿positive mrsa culture (B)(6)2018 ¿ present¿ note were not provided. Home visit notes dated (B)(6)2018 state: ¿[abdominal] wound is healing-[reepithelializing] nicely w/ smaller size measurement (5.5x3.5-superficial). No signs infection. No edema. [Nausea/vomiting] resolved after "food poisoning/ ed visit." Home visit notes dated (B)(6)2018 state: ¿patient is in hospital, no visit needed, patient broke hip and will have surgery per husband.¿ home visit notes dated (B)(6)2018 state: ¿discharge summary: [patient] fell at home sustained femur [fracture] and admitted to hospital. Problems identified at soc: open [abdominal] wound requiring [wound] care by sn: also had leg ulcers-some r/t edema, some r/t falls: safety- med [management] post op w/ edema [management], bp [management] and t/I in [disease] process.¿ ¿wound care provided to open [abdominal] wound and leg ulcers. Leg ulcers eventually all healed and open [abdominal wound] healing ¿ [patient] required vac initially and currently on gel dressings. Progress toward goals identified (goals met?): pt's bp readings recently had returned to [within normal limits] at home: the low [extremity] edema was resolved and leg ulcers healed: the [abdominal] wound is superficial and responding to gel dressing changes.¿ home visit notes dated (B)(6)2018 state: ¿patient [complains of] fatigue and not feeling well due to developing skin rash abdominal wound and forehead and left eye and she will go to urgent care to be assessed by md.¿ home visit notes dated (B)(6)2018 include the following note: ¿(B)(6)18, (B)(6)18 skin. Patient will require contact isolation for active infection. Active infection is defined as receiving treatment for mrsa/vre or has an oozing wound. Isolation for history and colonization of mrsa/vre is no longer required.¿ further details and records regarding the (B)(6)2018 infection finding were not provided. Home visit records dated (B)(6)/2018 state: ¿full thickness [abdominal] wound was left open to heal by secondary intention after surgery in (B)(6)2017. Pt has been self managing [wound] with support of hh sn for awhile and [wound] has not healed- [wound] is full thickness but superficial- no packing required but does need to be covered. Pt states" I don't cover it". Per cwon rec's- wound should be covered until 100% completely resurfaced w/ new skin. Cwon recommends promogran at perimeter [wound] edge with prn silver nitrate to edge only to help stimulate skin growth, cover with foam/ tape 2-3 x week.¿ ¿rt hip [wound] well healed. [Abdominal wound] slow to [reepithelialize] - may benefit from silver nitrate/ promogran- will start these when supplies available w/ snv 2 x week.¿ home visit notes dated (B)(6)2018 state: ¿abdominal wound noted with periwound erythema that is weeping serous drainage. No overt signs of infection noted.¿ home visit notes dated (B)(6)2018 state: ¿patient frustrated about slow healing progress of abdominal wound and re-curring infections. Has a area of dry scaly skin to right side of face, no redness, no warmth pain or weeping.¿ home visit notes dated (B)(6)2018 state: ¿wound appears to be responding to topical mupirocin as evidenced by much smaller measurements ¿ [minimum] exudate.¿ home visit notes dated (B)(6)2018 state: ¿[abdominal wound] is healin[g] w/ topical bactroban. No signs infection .¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® bio-a® tissue reinforcement instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® bio-a® tissue reinforcement instructions for use also states: ¿the gore® bio-a® tissue reinforcement is used to reinforce soft tissue during the phases of wound healing by filling soft-tissue deficits.¿ ¿when used for hernia repair, it is recommended that gore® bio-a® tissue reinforcement be used as a suture-line reinforcement.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: corrected lot #, added expiration date/di #. H4: added device manufacture date. H6: updated result code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: added result code 2 for sterilization evaluation.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2019: state of california, department of public health. Certificate of death. Age at death: 77 years. Cause of death: coronary artery disease. Other significant conditions contributing to death: chronic renal failure. Autopsy: no. Reported to coroner: yes. Place of death: decedent¿s home. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusion. H6: health effect impact code: f1901: additional surgery. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1154, 2225, 3191: other for ¿stomach burst open creating a large [hole] from which her intestine protruded¿; "gore mesh was found to have 'failed' by failing to incorporate and absorbing [too] early. This caused 'abdominal evisceration' and protruding intestine to occur. The bowel was noted as injured and required repair¿; ¿she also broke her hip when she fell at home due to weakness and difficulty walking from the mesh complications¿; and ¿she has also suffered significant disfigurement from the failed mesh¿ were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6), 2016 through (B)(6) 2019 and not all records received in this time span are relevant to the gore® bio-a® tissue reinforcement device. Patient information: medical history: hypertension previous smoker overweight (B)(6) 2018: 170 lbs., bmi 29.25 gastroesophageal reflux disease [gerd] methicillin resistant staphylococcus aureus [mrsa] carrier kidney disease myocardial infarction [mi] (B)(6) 2019: igg and igm monoclonal gammopathy, low grade lymphoproliferative disorder [autoimmune hemolytic anemia] (B)(6) 2019: death at age 77 years from coronary artery disease, chronic renal failure. Prior surgical procedures: (B)(6) 2016: diagnostic laparoscopy. Exploratory laparotomy, subtotal colectomy with end ileostomy. Relevant medical information: (B)(6) 2016: ¿midline open wound with no signs infection, minimal fibrous tissue, (+) granulation tissue, fascial suture visible. Continue current dressing changes to abdominal wound, may eventually require minor sharp debridement.¿ (B)(6) 2016: ¿now that there is no longer any slough or fibrinous exudate, would benefit from wound vac to expedite healing. Plan: aquacel ag to midline wound until wound vac is available.¿ (B)(6) 2016: ¿bi-lobed mid-line wound without fibrinous exudate. Some exposed suture material. Fascia appears intact with granulation tissue. Wound now approximately 7 cm x 1.8 cm, 1-2 cm undermining. Impression: healing midline wound, slow but having progression to closure. Unable to tolerate wound vac. Ileostomy healthy and functioning well.¿ (B)(6) 2017: ¿mrsa surveillance culture. Source: nares. Final result: mrsa isolated.¿ (B)(6) 2017: requests stomal reversal. ¿she should give serious consideration to not have stoma reversal. Explained that at present time her abdominal wall skin is not amenable to any abdominal operations. Pancreatic mass with small lesions in liver need workup. Pt understood and was somewhat upset because she is intent on stoma reversal regardless of consequences.¿ plan: CT abdomen and pelvis. ¿will need time for extensive abdominal wall dermatitis to resolve.¿ (B)(6) 2017: CT abdomen/pelvis. ¿impression: 2 cm mass abutting the pancreatic tail.¿ (B)(6) 2017: ¿rash to face, head and stoma. Aerobic bacterial culture. Source: skin. Final result: mrsa.¿ (B)(6) 2017: ¿evaluation for ileostomy reversal. Needs to have colonoscopy to visualize anatomy of rectum. Will be evaluated for ventral hernia repair during the or, to determine if is diastasis or ventral hernia.¿ implant preoperative complaints: (B)(6) 2017: ¿risks and benefits of procedure discussed with pt [patient] and companion, including, but not limited to: bleeding, infection, anastomotic leak, anastomotic stricture, nerve damage, incision hernia, bowel obstruction, anesthesia complications, need for blood transfusion, death, etc. A bioabsorbale mesh will be used to help reinforce the closure to help prevent hernia formation. Pt understands and agrees to surgery. The hernia repair procedure has been fully reviewed with pt and possible complications. These include, but are not limited to: bleeding, infection, postoperative nerve pain or numbness, reoccurrence, heart/lung problems, death, etc. Since there is concern for infection/bowel injury, biologic mesh will be used. Pt understands the nature of biologic mesh and increased risk of reoccurrence. If the procedure is performed laparoscopically, need for conversion to open was discussed.¿ (B)(6) 2017: ¿patient is a 76- year-old female who underwent prior open subtotal colectomy for ischemic colitis. Patient has recovered at this time and has elected to undergo reconnection. Patient is noted to have a parastomal hernia and in addition, she has a low midline incisional hernia.¿ implant procedure: laparoscopic ileostomy closure with open incisional and parastomal hernia repairs. Implant: gore® bio-a® tissue reinforcement [fs0915/16340701, 9cm x 15cm]. Implant date: (B)(6), 2017 [hospitalization (B)(6), 2017] description of hernia being treated: ¿a left upper quadrant 5 mm incision was made and a veress needle was inserted. Pneumoperitoneum was created. An optiview was then used to enter the abdomen. No evidence of intraabdominal organ injury upon entry. There was 1 minor adhesion to the anterior abdominal wall. Then right lower quadrant, right upper quadrant and left lower quadrant 5 mm ports were placed under direct visualization. The one adhesion was taken down. The umbilical port was then placed. There were no small bowel adhesions noted. The sigmoid colon was almost entirely left behind and minimal mobilization to its lateral attachments was performed. Flexible sigmoidoscopy was performed up to the staple line. The proximal staple line area looked pale and was partially contracted probably from disuse. Attempts to pass an eea anvil up to this point were unsuccessful. Therefore, it was opted not to do an end-to-end anastomosis and we would do a side-to-side. A low midline incision was made through her prior scar. Subcutaneous tissue was divided. Hernia sac was then entered. The sigmoid colon was then externalized. A mesenteric window was created and the bowel was transected. Remaining mesentery was transected. Approximately 10 cm of sigmoid colon was removed and passed off the field. The small bowel was then freed up from its intraabdominal adhesions. A skin incision was made around the ileostomy and subcutaneous was divided down to the fascia. The fascia was freed up. The ileostomy was then dropped back into the belly and brought out. The distal 8 cm of small bowel was divided using a gia purple stapler. The remaining mesentery was divided with ligasure. The bowel was then aligned. Two enterotomies were made and an anastomosis was created with the sigmoid colon using a gia purple 60 stapler x 2. The remaining enterotomy was then closed using a ta 90 stapler. The dirty instruments and blue towels were removed from the field and our gloves were changed. The ileostomy was sent permanent to pathology. The staple line was then oversewn with interrupted 3-0 silk lembert sutures. The mesenteric defect was closed with a running 3-0 silk suture. The abdomen and pelvis was irrigated and suctioned out. No evidence of bleeding was noted. The anterior and posterior rectus fascia was identified and dissected out. The retrorectus space was then further opened up and defined. The posterior fascia of the ileostomy site was closed with a running 0 vicryl suture. The posterior fascia was then closed with running 0 vicryl sutures.¿ implant size and fixation: ¿a 9 cm x 15 cm bio-a mesh was then fashioned and placed in the retrorectus space. The wound was then irrigated and suctioned out. A drain was placed through the left lower quadrant 5 mm port site, placed in the retrorectus space and secured in place with a drain stitch. The anterior fascia was then closed with running #1 looped maxon sutures. A 15 blake drain was placed in the subcutaneous space and brought out through the right lower quadrant 5 mm port site. The skin was then closed using surgical staples. The stoma site was closed with circumferential 3- 0 vicryl sutures over a penrose drain. The remaining two 5 mm port sites were closed with subcuticular sutures. The wounds were then cleaned, steri- strips placed and sterile dressings placed.¿ (B)(6) 2017: pathology. ¿ileostomy closure, ileostomy site: benign small bowel tissue with connection to skin, consistent with ileostomy site. Areas of mild chronic inflammation with reactive changes. Resection, sigmoid colon: benign colonic tissue with no significant pathologic change.¿ (B)(6) 2017: discharge summary: ¿stable condition. Continue taking aspirin. Incisions are clean, dry, intact. Penrose drain in place at prior ileostomy site, open, for drainage. No heavy lifting (> 10-15 pounds) or vigorous activity for 6 weeks.¿ revision preoperative complaints: (B)(6) 2017: ¿midline incision healing well. Removed all staples and instructed to place dry gauze over ostomy site to help absorb drainage. There is a bulge on right side of incision.¿ (B)(6) 2017: emergency department: ¿presents for bowel evisceration. States staples removed 2 days ago and was on toilet straining to have bowel movement when her incision opened and bowel popped out. Pain. Exam: pink bowel protruding from incision site, mildly distended abdomen, moderately tender abdomen. Impression: bowel evisceration due to wound dehiscence. Plan: general surgery consulted for emergent surgical evaluation.¿ revision procedure: exploratory laparotomy, repair of small bowel enterotomy, repair of small bowel seromuscular tears and closure of abdominal wall with retention sutures. Revision date: (B)(6), 2017 [hospitalization (B)(6), 2017 through (B)(6), 2017] (B)(6) 2017: ¿the patient was already on therapeutic antibiotics from the emergency room. Patient's abdomen was explored. The previous biologic mesh was partially incorporated and otherwise dissolved. The stitches were removed from the peritoneal and fascial layers. The bowel was inspected, the bowel was found to be erythematous and from the loops that were external. There were some adhesions within the abdomen and all the bowel was eviscerated in order to inspect from the ligament of treitz to the ileorectal anastomosis. During this process, the bowel was incredibly fragile due to the inflammatory nature of the bowel and 2 seromuscular dissections were repaired using 3-0 vicryl interrupted sutures. One loop of bowel which was in the proximal ileum had sustained an enterotomy the contamination was controlled. The injury was closed using 3-0 vicryl in continuous running fashion followed by interrupted 3-0 lembert sutures. There were no necrotic areas of bowel. The bowel was found to be very distended as well as distended as well from her ileus. No intraabdominal abscesses were identified. The abdominal fascia was found to be dehisced on exploration and most likely there was a subcutaneous and fascial infection which prompted the dehiscence as well as the patient¿s straining on the toilet and also her frailty. The bowel was then milked retrograde fashion in order to be able to close the abdomen as her bowel was very distended. The abdomen was copiously irrigated with warm normal saline. The abdomen was then closed using #2 nylon retention sutures x 5 along the length of her midline incision. The abdomen fascia was also closed in an interrupted figure-of-eight fashion with #1 vicryl sutures. Subcutaneous layer was also irrigated, it was left open. It was packed with kerlix gauze.¿ (B)(6) 2017: ¿incision clean, dehiscence worsening with bowel under the sutures. Impression: controlled dehiscence, complex wound. Plan: will need or today for mesh placement and reclosure of abdomen. Pseudomonas in wound.¿ (B)(6) 2017: exploratory laparotomy, abdominal closure with biologic strattice mesh, wound vac placement. ¿the loose fascial sutures that were present were removed with heavy scissors. The inferior 25% of the midline wound was found to be intact and healing appropriately. Therefore, these were not removed. Strattice mesh was then selected. The fascial opening was 15 x 6 cm length x width. We then created at least a 4 cm overlap circumferentially with the mesh and the fascia in an underlay fashion. The subcutaneous flaps were created circumferentially and then used #1 maxon sutures to create interrupted sutures circumferentially between the fascia and the strattice mesh. Following this, we were satisfied with there being no large gaps between the sutures. We then approximated the fascial edges that could be easily approximated with #1 vicryls. A white wound vac sponge was placed over the mesh followed by a black sponge in the subcutaneous space. Wound vac plastic was then applied and attached to the vac machine with 75 mmhg continuous low intensity. Patient tolerated procedure well. Patient was taken to recovery in stable condition. The retention sutures did create skin wounds under each of the retention suture sites with some skin necrosis.¿ (B)(6) 2017: ¿oozing small wounds x 6, both sides of main wound-s/p sites of retention sutures. Abdomen distended, soft, (+) pain. Midline incision open wound approximately 20 cm long x 7 cm wide x approximately 5 cm deep with fascial sutures exposed. Wound tissue red. Canister with small serosanguinous drainage x 3 days. Periwound with open wounds to both sides of midline wound where retention sutures were. One noted a deep full-thickness open wound to left side of midline wound that extends to main wound. Impression/plan: midline incision open wound on wound vac therapy.¿ ¿ 12/16/17: discharge summary: ¿wound is now stabilized with wound vac, tolerating regular diet with bowel movements. Condition of wound: incision clean, dry, intact.¿ relevant medical information: (B)(6) 2017 - (B)(6) 2018: home health visits: ¿experienced severe edema both legs and feet and complained of bilateral leg pain which limited her mobility. Wound vac dressing change to large full thickness abdominal wound, and retention suture sites. Vac canister required changing at each dressing change due to large exudate level, 200-250 ml creamy serosanguinous drainage.¿ (B)(6) 2018: emergency department for right leg pain and concern for infection after mechanical trip and fall. Abdominal wound vac without concern for infection. (B)(6) 2018: ¿wound vac intact over wound, improvement in size.¿ (B)(6) 2018 - (B)(6) 2018: home health visits: ¿persistent 3+ edema to bilateral lower extremities. Wounds to lower extremities draining copious amounts of serous drainage. No purulence, no overt signs of infection. Abdominal wound contracting nicely, lower extremity ulcers slight improved with left lower extremity draining large amount of serous fluid daily. No infection.¿ (B)(6) 2018: ¿open abdominal wound healing. Wound vac has been removed.¿ (B)(6) 2018: CT thorax: ¿impression: new mild left perisplenic ascites fluid. Mild mesentery edema in left abdomen.¿ (B)(6) 2018: emergency department: ¿abdominal wound infection. Has large central abdominal wound, slow healing. Noted redness and warmth around site 1 week ago. Since then, increasing in size and redness. Home health wound care believes wound to be fungal in etiology. Started on topical antifungals over past few days without relief. Also with infection to right side of face. Exam: abdominal wound, surrounding erythema, warmth. Impression: tinea corporis [ringworm, fungal infection], cellulitis.¿ (B)(6) 2018: ¿follow up wound infection. Blood cultures positive staph cultures. Site culture. Source: skin. Final result: heavy growth mrsa. Plan: abdominal wound dressing change daily or when soiled or saturated.¿ (B)(6) 2018: ¿doxycycline for bacterial infection.¿ (B)(6) 2018: ¿open abdominal wound. Red marking-erythematous skin around wound site. Midline open wound appears healthy red awaiting complete epithelization. Scar tissue intact, clean. (+) erythematous skin around wound site. Wound size: approximately 7.5 cm x 3.5 cm x <0.1 cm. Wound appearance: 100% red. Impression/plan: midline wound awaiting complete epithelialization. Local erythema (+) mrsa.¿ (B)(6) 2018: ¿finished antibiotics and wound changes continued without issues. Small area of granulation at center of wound remaining. Cellulitis improved, skin now looks to be irritated from dryness and chronic use of tape.¿ ¿ 5/3/18: ¿abdominal wound healing-reepithelializing nicely with smaller size measurement 5.5 x 3.5 superficial. No signs infection.¿ ¿ 5/5/18: inpatient: ¿tripped over legs of a bench at foot of her bed and fell onto right hip on the travertine floor. Fractured femur. Abdomen wound is healing and has shrunk quite a bit. Abdomen: lumpy from multiple surgery scars. 7 x 3 x 0.1 cm open abdomen wound. Pink, red granulating base and scant serous drainage. Impression: infection is a concern but the abdominal wound is healing well without any cellulitis.¿ (B)(6) 2018: emergency department: ¿skin irritation on abdomen and face x 2 days, states she has fungal infection. Exam: warm erythema with the weeping over centralized scar. Dry flaky skin, areas of weeping with yellow discharge. Impression: cellulitis. Site culture. Source: skin. Final result: mrsa.¿ (B)(6) 2018: home health: ¿full thickness abdominal wound was left open to heal by secondary intention after surgery in (B)(6) 2017. Has been self-managing wound with support of skilled nursing for awhile and wound has not healed. Full thickness but superficial, no packing required but does need to be covered.¿ ¿pt states ¿I don't cover it¿.¿ per wound care recommendations, wound should be covered until 100% completely resurfaced with new skin. Right hip wound well healed. Abdominal wound slow to reepithelialize. May benefit from silver nitrate/promogran.¿ ¿ 6/25/18: ¿abdominal wound noted with periwound erythema that is weeping serous drainage. No overt signs of infection noted.¿ ¿ 6/29/18: emergency department¿ ¿wound infection. Skin infection/infection of abdomen. Previously referred to dermatology but did not see them in clinic. Wound started weeping yesterday. Noted some redness around abdominal wound 2 days ago. Has home health nurse who takes care of wound changes. Exam: two areas as noted 1 larger area rectangular and 1 smaller area which is circular and measures 6 x 6 cm. Granulation tissue. Yellowish discharge present. Impression/plan: cellulitis.¿ (B)(6) 2018: home health: ¿abdominal wound is healing with topical bactroban. No signs infection.¿ (B)(6) 2018: ¿requesting a letter or some type of documentation that states details as to why she needed to have second abdominal surgery to repair the mesh that was initially in place. Pt states she has a lawsuit against the mesh company, ¿not kaiser¿ and the report that she was given does not mention that she needed a second surgery due to mesh malfunction.¿ (B)(6) 2018: ¿abdominal wound is healing well, no longer weeping. Impression: fecal urgency, fecal incontinence. Plan: referral gi.¿ (B)(6) 2019: plastic surgery: ¿impression: open abdomen scar. Reviewed healing and scar maturation process.¿ ¿I emphasized there is no such thing as scarless healing, even when done by plastic surgeon. Discussed fact that no scar can be removed completely. Reviewed alternatives, risks, potential complications including recurrence of unsightly scar. I do believe there is medical necessity for revision. This scar is of suboptimal quality and surgery possibly would improve its appearance or the pt¿s function.¿ ¿plan: advised to enter monitored diet and exercise program. Target wt. 175 lb. Can do large scar revision once wt. [Weight] is down, will deepithelialize the scar skin and advance lateral skin. Central midline scar.¿ (B)(6) 2019: certificate of death. Age at death: 77 years. Cause of death: coronary artery disease. Other significant conditions contributing to death: chronic renal failure. Conclusion: it should be noted that the gore® bio-a® tissue reinforcement instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions are those typically associated with any implantable prosthesis, and may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use also includes a precaution: ¿the gore® bio-a® tissue reinforcement is not designed to be a load-bearing prosthesis and is therefore not recommended for the permanent bridging of fascial defects.¿ the instructions for use state: ¿the implanted gore® bio-a® tissue reinforcement is a porous fibrous structure composed solely of synthetic bioabsorbable poly(glycolide: trimethylene carbonate) copolymer. Degraded via a combination of hydrolytic and enzymatic pathways, the copolymer has been found to be both biocompatible and nonantigenic. In vivo studies with this copolymer indicate the bioabsorption process should be complete by six to seven months.¿ the instructions for use state: ¿as with any mesh, use of gore® bio-a® tissue reinforcement in the presence of contamination may result in dyspareunia, fever, infection, irritation or inflammation, pain, and wound dehiscence, and may require removal of the mesh if infection occurs.¿ the instructions for use further state: ¿when used for hernia repair, it is recommended that gore® bio-a® tissue reinforcement be used as a suture-line reinforcement. It is recommended that the device be placed next to well-vascularized tissue. Gore® bio-a® tissue reinforcement is not recommended for permanent bridging of fascial defects. The gore® bio-a® tissue reinforcement may be suture-tacked to host tissue for stabilization. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: xxxxxxx additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated result code 2. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2016: consultation. Indication: abdominal pain. Hpi: abdominal pain, abdominal distention. Admitted june 17th with abdominal pain, nausea, vomiting. CT abdomen and pelvis revealed gallstones, large amount stool in r colon. Ruq us revealed several small gallstones in gallbladder neck. Hida scan normal. She has had persistent abdominal pain. Exam: abdomen grossly distended, diffusely tender with guarding. Impression: possible ischemic bowel. Plan: repeat CT of abdomen and pelvis. Radiology report of ¿repeat CT abdomen and pelvis¿ was not provided. On (B)(6) 2016: operative report. Preop dx: ischemic bowel. Postop dx: ischemic colon. Procedures: diagnostic laparoscopy. Exploratory laparotomy, subtotal colectomy with end ileostomy. Estimated blood loss: 100 ml. Indications: the patient is an unfortunate 74-year-old with a clinical and radiologic picture highly suspicious for ischemic bowel. A diagnostic laparoscopy with possible exploratory laparotomy, possible bowel resection, and possible stoma will be performed. The procedure and risks, including but not limited to bleeding, infection, dvt, bowel resection, pneumonia, mi, cva, pe, organ dysfunction, and even death were explained to the patient, husband, and her daughter. They understand and give consent to proceed. Their questions were answered. Findings: ¿she had patchy areas of necrosis involving the cecum, right colon, transverse colon and left colon. The sigmoid colon and rectum were viable. A subtotal colectomy was performed. An end ileostomy was created in the right upper quadrant.¿ procedure: ¿the patient was taken to the operating room. She was in a supine position with hemodynamic monitoring and sequential compression devices in place. A general anesthetic was administered by anesthesia. A nasogastric tube was placed for decompression. Her pressure points were protected with gel pads. Her abdomen was prepped and draped in the usual sterile fashion. The timeout process was performed. I entered the peritoneal cavity in the left upper quadrant by an optiview approach with a 5 mm trocar. The pneumoperitoneum was established to 15 mmhg. The 30 degree laparoscope was inserted and the peritoneal cavity inspected. There was no gross bloody fluid seen. There was no purulent fluid seen. She was noted to have fibrinous debris on the left side of the abdomen. Under direct vision, two 5-mm trocar ports were placed in the midline. She was placed in slight trendelenburg position and rolled to the right. I was able to inspect the left colon. There were patchy areas of necrosis seen. The laparoscopy was abandoned. A midline incision was made in the skin with a scalpel. The subcutaneous tissue was divided with cautery. The peritoneal cavity was entered in the midline taking care to avoid any injury to the underlying structures. There was a cloudy fluid present. A sample of this fluid was sent for aerobic and anaerobic organisms. The alexis wound retractor was placed for exposure. The skin was protected with sterile blue towels. The abdomen was explored. She was noted to have patchy areas of necrosis involving the cecum, ascending colon, transverse colon and descending colon. The distal descending colon, sigmoid colon and rectum were found to be viable. I then performed a subtotal colectomy. The terminal ileum and right colon were freed up from their retroperitoneal attachments with blunt and cautery dissection. A point was chosen on the terminal ileum about 4 to 5 inches proximal to the ileocecal valve. The small bowel was divided here with a gia 75 stapler. The mesentery to the intestine was taken down close to the bowel surface using the ligasure. The mobilization continued up the right colon. The hepatic flexure was taken down with a combination of blunt and cautery dissection. The transverse colon was freed up from the omentum. The mesentery to the transverse colon was taken down with the ligasure. The distal descending colon and sigmoid colon were actually viable. The large bowel was divided at the distal descending colon with a gia 75 stapler. The mesenteric mobilization was completed using the ligasure close to the bowel surface. The final portion of bowel to mobilize was the splenic flexure. The splenic flexure was taken down rather carefully to avoid any perforation or rupture. The splenic flexure was mobilized with a combination of blunt and cautery dissection. The specimen was passed off the field. Gloves were then changed. The peritoneal cavity was copiously irrigated with warm saline solution and aspirated away. There was adequate hemostasis present. A #10 jackson-pratt drain was placed in the left upper quadrant and brought out through a separate stab incision in the left lower quadrant. The drain was secured to the skin with a 2-0 nylon suture. An end ileostomy was created in the right upper quadrant. A disc of skin was removed in the right upper quadrant with a scalpel. The subcutaneous tissue was divided with cautery. A cruciate incision was made in the fascia large enough to accommodate 2 fingers. The terminal ileum was brought through the stoma aperture without any tension. A #2 retention suture was placed in the lower abdomen. Once again, the peritoneal cavity was irrigated with saline solution and aspirated away. There was adequate hemostasis present. The small bowel was run from the ligament of treitz down to the terminal ileum and found to be unremarkable. The fascia was closed with a double loop #1 pds suture beginning at the superior and inferior portions of the incision and tied in the middle. The subcutaneous tissue was irrigated with saline. A kub x 4 was performed in the operating room. There was no evidence of any retained foreign bodies. The drain was noted in the left upper quadrant. The midline incision was covered with a sterile blue towel. The ileostomy was matured in a brooke fashion with interrupted 3-0 vicryl sutures. A stoma bag was placed. The skin incision was loosely approximated with staples. The lower portion was left open to heal by secondary intent. The retention suture was tied over a skin bridge. The wound was packed with betadine soaked kerlix. 4 x 4 gauze and abd pads were applied as a dressing and secured with tape. She remained intubated and was taken to the intensive care unit in a critical condition. Needle, instrument, and sponge counts were correct at the end of the case.¿ results of ¿cloudy fluid sample sent for aerobic and anaerobic organisms¿ was not provided. On (B)(6) 2016: discharge summary. Admit date: (B)(6) 2016. Disposition: south coast post acute snf. Discharge dx: sepsis d/t cholecystitis. Hospital course: fall at home. Workup revealed ischemic bowel. S/p exploratory laparotomy with subtotal colectomy and ileostomy formation. Had a rocky course in ICU with ischemic bowel shock acute kidney injury transaminitis from shock liver suprasellar mass that will need neurosurgical f/u 3-4 weeks. On july 12 d/t displaced left femoral head fx and multiple treatments, addressed with l hip hemiarthroplasty, tolerated well. Surgery recommended local wound care f/u with kaiser surgeons 6-8 weeks. Records from south coast post acute skilled nursing facility were not provided. On (B)(6) 2016: office visit. Cc: wound check. Exam: ostomy functioning well, midline open wound with no signs infection, minimal fibrous tissue, (+) granulation tissue, fascial suture visible. Plan: cont current dressing changes to abdominal wound, may eventually require minor sharp debridement. On (B)(6) 2016: office visit. Cc: open abdominal wound. Abdomen: r abdomen ileostomy pink, present and functional with thick bilious fluid. Midline wound open with fascial sutures visualized. Fibrinous slough covering granulation tissue on fascia. Wound is bilobed with a bridge of tissue between upper and lower aspects of wound. Undermining of approximately 2 cm all around. Impression: healing midline wound-would benefit from sharp debridement of the slough, ¿done today at bedside, exposing healthy pink underlying granulation tissue.¿ plan: continue local wound care with wet-to-dry gauze. Once less slough and improved granulation tissue, then can change to aquacel. On (B)(6) 2016: office visit. Cc: ileostomy, open abdominal wound. Abdomen: ileostomy pink, productive. Bi-lobed mid-line wound without fibrinous exudate. Some exposed suture material. Fascia appears intact with granulation tissue. Undermining for several cm circumferentially. Impression: ileostomy functioning well. Mid-line wound healing well. Now that there is no longer any slough or fibrinous exudate, she would benefit from wound vac to expedite healing. Plan: aquacel ag to midline wound until wound vac is available. Wound vac should be used with white foam base to protect delicate tissue at base of wound. Pressure set to 100 mmhg. On (B)(6) 2016: office visit. Cc: ileostomy, open abdominal wound. Abdomen: ileostomy pink, productive. Bi-lobed mid-line wound without fibrinous exudate. (+) granulation tissue. Undermining for several cm circumferentially. Impression: ileostomy functioning well. Mid-line wound healing well with wound vac. Plan: continue present ileostomy and wound care. On (B)(6) 2016: office visit. Cc: abdominal wound, ileostomy. Hpi: had pain with wound vac, better now that vac has been stopped. Abdomen: ileostomy pink, productive. Bi-lobed mid-line wound without fibrinous exudate. Some exposed suture material. Fascia appears intact with granulation tissue. Wound now approximately 7 cm x 1.8 cm, 1-2 cm undermining. Impression: healing midline wound, slow but having progression to closure. Unable to tolerate wound vac. Ileostomy healthy and functioning well. Plan: aquacel ag to midline wound, if no significant drainage, can change every other day. Records for home health wound care were not provided. On (B)(6) 2016: ostomy/wound care consultation. Abdominal wound 10 mm x 10 mm x 5 mm. Stage/grade: full thickness. Description: wound bed, clean granulation; periwound skin clear; drainage, scant serous with no odor. Pain: 0/10. Photo taken: yes. Treatment: aquacel ag, mepilex border. Ostomy: r abdominal ileostomy stoma measures 1 ¼¿, oval shape, red, moist, budded with intact mucocutaneous junction and mild irritation to peristomal skin. Effluent is thick green. Plan: f/u prn. On (B)(6) 2016: history and physical. Hpi: had an abdominal wound requiring wound vac therapy which has since healed. Wants to have her stoma reconnected. Abdomen: scars from previous incisions in the midline appears healed, stoma present rlq with loose stool. Impression: wants to be considered for reversal of ileostomy. Plan: will require imaging tests and colonoscopy before proceeding. On (B)(6) 2016: office visit. Hpi: reports some anal discharge, very little and gas. On (B)(6) 2016: office visit. Impression: review of records show she had a subtotal colectomy for ischemia of multiple colonic sites with end ileostomy. She has some descending colon remaining. The options of surgery vs no surgery discussed. Pt really wants to have ileostomy takedown done. All questions answered. Plan: wants to have surgery in 2017. On (B)(6) 2017: discharge summary. Date of admission: (B)(6) 2017. D/c dx: left hip arthroplasty failure. The ileostomy has to be done electively. Hospital summary: she has been home, husband unable to take care of her, pt c/o uncontrolled left hip pain. Ortho team has decided pt requires l tha, can be done as outpatient and aspiration of l hip joint. Ortho has requested the colostomy be revised prior to arthroplasty as the colostomy procedure poses risk for bacterial seeding of newly replaced hip. Pt husband stated general surgery plans to perform colostomy revision after hip arthroplasty since she is at high risk for dvt if she is not ambulatory. Transfer to snf for pt, ot and colostomy care. On (B)(6) 2017: (B)(6) hospital l. Lab. Mrsa surveillance culture. Source: nares. Final result: mrsa isolated. On (B)(6) 2017: progress notes. Blood culture (+) clostridium perfrigens. On (B)(6) 2017: (B)(6) medical center l. Lab. Aerobic bacterial culture. Source: aspirate, left hip. Final result: light growth of corynebacterium species. On (B)(6) 2017: (B)(6) medical center l. (B)(6), md. Radiology-CT abd and pelvis. Indication: clostridium perfringens on blood culture. Thought to be l hip hardware infection, however not infected per operative reports. Eval for abdominal source of bacteremia. Impression: evidence of resection of most of colon, with residual sigmoid colon seen. Ileostomy noted to r side of abdomen. 2.0 x 2.2 cm round lesion in the splenic hilum, adjacent to tail of pancreas, that demonstrates peripheral rim enhancement and heterogenous density within it. Minimal peripheral fat stranding also seen. This may represent abscess. However, a mass cannot be completely excluded. The adjacent pancreas appears normal. Total l hip arthroplasty with normal alignment of prosthesis. No periprosthetic lucency or fracture. Extensive metal artifact with poor visualization of adjacent soft tissues. Heterogeneity of adjacent soft tissues with punctate foci of air that may be postsurgical. Possible fluid collection along the lateral aspect of the l greater trochanter measuring 3.9 x 2.4 cm that may represent a postsurgical seroma. Small bilateral pleural effusions with compressive atelectasis in posterior bilateral lower lobes. On (B)(6) 2017: progress notes. Impression/plan: discussed with ID dr. (B)(6), CT findings along with cultures suggest r upper extremity [sic] abdominal abscess on CT. Agrees with current antibiotics. On (B)(6) 2017: consultation-infectious disease. Impression: has definitive criteria for dx for prosthetic joint infection having 2 positive or cultures with same organism and having a chronic draining wound. Also with clostridial bacteremia and possible splenic abscess. Radiology report for CT abdomen and pelvis on (B)(6) 2017 was not provided. On (B)(6) 2017: office visit. Hpi: infectious disease f/u. Underwent l hemiarthroplasty revision with 2 specimens for frozen sections sent, and implantation of new prosthesis per or notes. Only 2 or samples were sent for culture and both are growing corynebacterium species. Gram stain was (+) in only 1 sample. Released from snf today. CT abdomen and pelvis 02/20/17 impression: no significant change in size or CT characteristics/appearance of a 2.3 cm round lesion at splenic hilum adjacent to the pancreatic tail. Mild surrounding fat stranding. Infectious status of this lesion cannot be determined by CT. This may represent mass lesion/neoplasm versus other etiology. Hepatic cysts. Cholelithiasis. Renal cysts. Mild aortic atherosclerosis. Stable post colectomy changes with residual sigmoid colon remaining and rlq ileostomy noted, unchanged. Impression: clostridial bacteremia. Prosthetic joint infection. On (B)(6) 2017: office visit. Hpi: here for skin infection around ostomy. Colostomy bags won¿t attach. She ran out of bags. Home health nurse told her that she had a yeast infection. Not eating and drinking much because she is worried about leaking without a colostomy bag. Having pain around stoma. Hip infection now resolved per pt. Abd: 17 cm area of cellulitis r side of abd around the site of ileostomy. Plan: needs further evaluation. 911 called. Radiology report for CT abd/pelvis (B)(6) 2017 was not provided. On (B)(6) 2017: (B)(6) medical center u. (B)(6), md. Discharge summary. Admit date: (B)(6) 2017. D/c dx: cellulitis. CT abdomen/pelvis (B)(6) 2017 impression: postop changes. Cholelithiasis. 2.2 x 1.8 cm possible mass luq abdomen near tail of pancreas and spleen. Tiny liver low densities, possibly cysts, too small for characterize. Abdomen: ostomy site redness improved. On (B)(6) 2017: office visit. Hpi: hip operation done, able to do some short distance walking with assistive devices now. Admitted recently to (B)(6) hospital for extensive abdominal wall rash/infection d/t poorly fitting stoma appliance. May have gained wt. And now has different contour to abdominal wall. CT scan at time also found possible incidental mass at tail of pancreas about 2.2 cm diameter. Abdomen: viable stoma rlq with liquid stool, extensive erythematous dermatitis with some small amber vesicles involving nearly the entire abdominal wall. Impression: contact dermatitis. Pt very insistent that her ileostomy reversal operation be done right away because she does not want a stoma. Extensive discussion with pt and spouse. Explained again that she will have 8-10 loose bowel movements daily with an ileo-rectal anastomosis. She has much improved but still decreased motility as well as obesity, would be at risk for developing a decubitus ulcer. She should give serious consideration to not have stoma reversal. Explained that at present time her abdominal wall skin is not amenable to any abdominal operations. Pancreatic mass with small lesions in liver need workup. Pt understood and was somewhat upset because she is intent on stoma reversal regardless of consequences. Plan: CT abd and pelvis. Will need time for extensive abdominal wall dermatitis to resolve. On (B)(6) 2017: radiology-CT abd and pelvis 3 phase pancreas. Indication: had possible tail of pancreas mass seen on abdomen/pelvis CT scan. Impression: 2 cm mass abutting the pancreatic tail, 40 hu, no significant contrast enhancement on arterial or portal venous phase, with surrounding fat stranding, query peripancreatic inflammatory or neoplastic lymph node. Gallstone. Multiple liver benign cysts. Bilateral benign cysts, 1 cm. On (B)(6) 2017: discharge summary. Hospital course: pt was given instruction to recheck kidney function in 3 days, however did not do so. On (B)(6) 2017: phone call. Reviewed triple phase pancreatic CT. Recommend egd with eus to further evaluate mass. Refer to gi for consultation. Records for gi consultation were not provided. On (B)(6) 2017: radiology-endoscopic us. Indication: abnl gi tract imaging. Impression: slightly irregular gej. Otherwise, esophagus appears normal. Mild gastritis found in antrum and body of stomach. 2 biopsies taken. Otherwise, stomach appeared normal. Duodenitis bulb. Otherwise, duodenum appeared normal. On (B)(6) 2017: office visit. Hpi: rash to face, head and stoma. Exam: rlq abdomen wall-stoma area swelling, redness, clear drainage. Impression/plan: dermatitis: rlq-stoma-contact dermatitis d/t adhesive tape, consult if[sic] disease. Open wound of abdominal wall, rlq: will ask dermatology. [Poor-quality photocopies of face, ostomy/abdomen]. On (B)(6) 2017: (B)(6) medical offices u. Lab. Aerobic bacterial culture. Source: skin. Final result: methicillin-resistant staphylococcus aureus [mrsa]. On (B)(6) 2017: radiology-CT guided percut needle bx pancreas. Indication: new tail of pancreas mass, please evaluate for dx. Impression: successful CT guided core biopsy of luq lesion adjacent to pancreatic tail. On (B)(6) 2017: pathology. Accession #: (B)(4). CT guided percutaneous needle core biopsy, tail of pancreas. Impression: organizing fat necrosis with hemosiderin. On (B)(6) 2017: office visit. Hpi: [2nd opinion] eval for ileostomy reversal. Issues with dermatitis from ileostomy resolved. Eager to have ileostomy reverse. Exam: [diagram of abdomen indicates 2 areas labeled 1 and 2] 1: ileostomy-with some form stool. 2: there is also some weakened [sic] of her abdominal muscle as there is bulging out located in llq. Impression: pancreatic mass, workup negative. Needs to have colonoscopy to visualize anatomy of rectum. Will be evaluated for ventral hernia repair during the or, to determine if is diastasis or ventral hernia. Plan: surgery for ileostomy reversal possible incisional hernia repair (B)(6) 2017. F/u surgical oncology. On (B)(6) 2017: office visit. Attending note: risks and benefits of procedure discussed with pt and companion, including, but not limited to: bleeding, infection, anastomotic leak, anastomotic stricture, nerve damage, incision hernia, bowel obstruction, anesthesia complications, need for blood transfusion, death, etc. A bioabsorbale [sic] mesh will be used to help reinforce the closure to help prevent hernia formation. Pt understands and agrees to surgery. The hernia repair procedure has been fully reviewed with pt and possible complications. These include, but are not limited to: bleeding, infection, postoperative nerve pain or numbness, reoccurrence, heart/lung problems, death, etc. Since there is concern for infection/bowel injury, biologic mesh will be used. Pt understands the nature of biologic mesh and increased risk of reoccurrence. If the procedure is performed laparoscopically, need for conversion to open was discussed. Pt understands and agrees to surgery. On (B)(6) 2017: history and physical. Hpi: had emergent colon surgery, 2/3 colon taken out (does not know reason why). Wants ileostomy reversal. Usually nothing comes out of anus but had small amt blood via rectum after enemas. On (B)(6) 2017: procedure report. Procedure: colonoscopy. Indication: screening exam. Findings: prox end of colon/surgical changes at 60 cm. Patchy yellowish plaques (erosion) from mid-rectum to sig (10-20 cm) s/p bx¿es. Internal grade ii hemorrhoids found in rectum, not bleeding. Otherwise, colon appeared normal. Impression: hemorrhoids, internal. On (B)(6) 2017: pathology. Accession #: (B)(4). Indication: r/o ulcer, erosion. Impression: bx colon at 20 cm: colonic mucosa showing marked chronic inflammation and focal acute inflammation in lamina propria, focal acute cryptitis, and extensive calcification in lamina propria and submucosa. Comment: please correlate findings with clinical presentation to r/o chronic idiopathic inflammatory bowel disease and chronic diverticulitis. On (B)(6) 2017: office visit. Hpi: preop im [internal medicine] evaluation. Scheduled for reversal of ileostomy (B)(6) 2017. Impression/plan: pt is optimized for surgery. On (B)(6) 2017: history and physical. Cc: preop exam. Abdomen: overweight. Prior scars appreciated, right sided end ileostomy in place, patent and productive. Plan: reversal of end ileostomy and parastomal hernia repair (B)(6) 2017. Continue to hold aspirin. Questions and concerns answered and addressed, she understands and agrees with plan and gave informed consent. On (B)(6) 2017: history and physical. Pt re-examined. No changes. Surgical indications still exist. Consent: risks and benefits of procedure discussed with pt and family, including, but not limited to: bleeding, infection, anastomotic leak, anastomotic stricture, nerve damage, incision hernia, bowel obstruction, anesthesia complications, need for blood transfusion, death, etc. A bioabsorbale [sic] mesh will be used to help reinforce the closure to help prevent hernia formation. Pt understands and agrees to surgery. The hernia repair procedure has been fully reviewed with pt and possible complications. These include, but are not limited to: bleeding, infection (which may require mesh removal), postoperative nerve pain or numbness, reoccurrence, heart/lung problems, death, etc. If there is concern for infection/bowel injury, biologic mesh will be used. Pt understands the nature of biologic mesh and increased risk of reoccurrence. If the procedure is performed laparoscopically, need for conversion to open was discussed. Pt understands and agrees to surgery. Continued on attachment. - attachment: [continuation h10.11 event (B)(4).pdf]

Manufacturer narrative:
Added lot #, catalog #. The lot number provided (163040701) is not a valid gore device lot number. Corrected method and results code. Conclusion code remains unchanged.